Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to fully power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's monitor board was removed and returned. The malfunction was duplicated and the board was scrapped. Analysis for reports of this type has not identified an increase in trend.